Event description:
The customer reported that she thought her insulin pump was delivering too much insulin and paramedics were called to bring her manual injections. Troubleshooting was performed. The customer mentioned that her doctor recommended to replace the device. The customer stated that she stopped using the insulin pump and currently she is on manual injections. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.